Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr mesfin was performing a trauma l4 pelvis for pelvic fracture. Approach was performed as visual for exposure of l4-pelvis. First implants were into the left l4, l5 vertebral bodies where an expedium 6x50 @ l4, and expedium 7x50 @ l5. Approach to the right pelvic region followed. Gear shift with palpitation was used as technique. A 9x75 expedium screw was inserted with no complications using the standard expedium threaded screwdriver (part #279712400). A 6x50 was then inserted into the right l4 and a 7x95 @ right l5. Same technique was used for the left pelvis region. A 9x80 was selected by surgeon. Loaded onto the expedium threaded driver (279712400). Screw inserted 3/4 of the way, at which point the screw head / screwdriver tip stripped. Head of the expedium ¿bone screw¿ was completely stripped and all edges were almost smooth. New threaded drivers were tried with same result. ¿helicopter technique¿ was employed with a 35mm rod, torqued. Used a rod gripper to try and advance the screw, but poly head was striped and rotating around the head of the bone screw with no advancement. Polyaxial head came disengaged. Surgeon made the decision to implant a second pelvic screw and a 9x75 was selected. New threaded driver (279712400) was used and same result was realized with the 9x80. We also tried the threaded sacropelvic poly driver (279718100) with no result. Same helicopter technique was deployed and screw head became dislodged.

Manufacturer narrative:
Visual examination of the returned driver found the tip was broken. The device was then sent for fracture analysis. Fracture analysis found the fractured surface exhibited torsional shear markings following circular patterns around the center. This suggests the driver underwent a quasi-static shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the tip breaking cannot be determined from the sample and information provided. Fracture analysis has determined that a potential root cause is quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.